Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating that they had needle anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that they have problems with 2 sensors, first sensor possible got loose while jumping in the pool and other one electrode broke down. Customer was advised that we send a new sensor replacement.